Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Additional information provided: regarding the doctor¿s injury, it was a situation similar to a needle stick, but the surgery was able to continue until completion. After the injury, no signs of infection were observed, and the doctor¿s current condition is good. For the doctor¿s injury, a response similar to the standard procedure for a needle stick injury was taken. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the procedure? Unk. What was the procedure date? Unk. What was done to treat the shard penetration? The physician received care similar to standard needlestick injury management. Was medical or surgical intervention required? No; no additional medical or surgical intervention was required. Was there any special diagnostic test performed? No special diagnostic tests were reported. Was it difficult to break the ampoule (was extra force needed to break the ampoule)? Unk. Was the ampoule crushed repeatedly? Unk. Can you identify the lot number of the product that was used? Unk. Unk. Could you please provide the lot number? Unk. Unk. Could you kindly perform and document the follow-up attempt for the product return? The device will be shipped. Please provide the source or name of person providing answers to follow-up questions:(B)(6). " it was indicated a standard procedure was taken. Could you please provide more details? After the ampoule broke and caused a finger injury, the physician followed a response similar to standard needlestick injury procedures, including immediate local wound care (cleaning and disinfection of the injured site), confirmation of bleeding control, and monitoring for signs of infection; no interruption of the surgery was required, no additional medical treatment was necessary, and no subsequent infection or health issues were observed. H3 evaluation the product was returned to eth for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the anx12 device was returned with a crushed ampoule and dried formulation inside the bulb. The filter is purple in color due to contact with the formulation. The sample reveals a piercing through which a glass shard protruded in the applicator bulb, and a piercing in the butyrate tube is observed. Visual inspection shows that all the components of the applicator are present and appropriately assembled. The manufacturing records couldn¿t be reviewed as the batch number is unknown. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by a sales rep that, during an unknown surgery, when the glass ampule was to be cracked, it was broken, and the doctor got injured. The injury doctor had was not a problem. Another product was used to complete the case. When we send the sample to you, we will let you know its return date and tracking number. Further details are not provided from the hp. Affiliate reference number: (B)(4). Please take photos for japanese customer.